Event description:
Medication was set to infuse 26 ml over 2 hours. Pump display showed it running at 13 ml/hr. However, medication ran for 3.5 hours. Pump program was entered by rn and double checked by another rn to confirm pump programmed correctly. Pump removed from service.